Event description:
It was reported to boston scientific corporation on december 3, 2008, that a corflo cubby low profile gastrostomy device was used during a replacement procedure performed the previous month. According to the complainant, within a month, the device button locking adapter was broken. There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.